Event description:
Hospital reported pulling air bubbles through pigtail catheter (have used impulse, expo, and cordis catheters). They feel the problem is in the manifold packaged with the namic convenience kit. Sales rep has observed dr. And has noted that when the doctor went more slowly; there were no air bubbles. When the dr used his usual speed, air bubbles were created. The bubbles are showing up between the first stopcock and the pigtail catheter. A used manifold from the convenience kit was returned for evaluation. No pt injury or incident was incurred during the procedure utilizing this manifold.